Event description:
During a routine in-house maintenance procedure of a bd facs sample prep assistant (spa) instrument, it was noticed that the sample probe aspirates system fluid instead of the approriate amount of facsclean. The facsclean solution contains 10% bleach and its use is recommended for the daily instrument cleaning procedure and prior to performing the probe replacement procedure. The purpose of these procedures is to decontaminate the probe by consecutive aspirations of the probe. Lack of appropriate exposure of the sample probe to the facsclean solution may impair the effectiveness of the decontamination procedure. This failure may inadvertently cause operator exposure to hazardous material especially during replacement of the sample probe. Although possible, the risk is miniscule and well contained by the probe glove during replacement. In addition, operators are trained to follow safe procedures and always wear personal protective equipment (gloves, safety glasses, lab coats, etc.).